Manufacturer narrative:
(B)(4). Device 1: lot 191006. Device was received on (B)(6) 2020. Device 2 and device 3: lot 191017. Devices were received on (B)(6) 2020. Method: three complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare (f&p) in new zealand and were visually inspected. Results: visual inspection of devices 1 and 3 revealed that the returned devices were found to have a foreign material stain on the inside of the chambers. It was also found that the metal base of chambers 1 and 3 has a hole on the bases. There was no fault found with device 2. Conclusion: the damage (hole) found from devices 1 and 3 are most likely to be caused by the use of nebulizer drug. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in japan reported on behalf of a distributor, via a fisher & paykel healthcare (f&p) field representative, that three mr290 vented autofeed humidification chambers were leaking water from the bottom of the chamber domes. It was reported that a hole in the chamber plate of two mr290 devices was found. Nebulizer drug was used with aeroneb, along with meptin and bisorbin which were thinned with saline solution. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The three complaint mr290 vented autofeed humidification chambers were received at fisher & paykel healthcare (f&p) in (B)(4) but the evaluation has not yet begun. We will provide a follow up report upon completion of our investigation. Device 1: lot 191006. Device was received on 11 march 2020. Device 2 and device 3: lot 191017. Devices were received on 18 march 2020.

Event description:
A healthcare facility in (B)(6) reported on behalf of a distributor, via a fisher & paykel healthcare (f&p) field representative, that three mr290 vented autofeed humidification chambers were leaking water from the bottom of the chamber domes. It was reported that a hole in the chamber plate of two mr290 devices was found. Nebulizer drug was used with aeroneb, along with meptin and bisorbin which were thinned with saline solution. There was no reported patient consequence.